Event description:
The customer contact reported the device alarmed with a 09/001 (backwards motor) error code. No specific event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.